Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update-- 12/17/2015- doi and dor received. The complaint and associated mdrs were updated.

Event description:
Litigation papers allege: patient was implanted with depuy asr hips on her left and right sides. Following her surgery, patient suffered from discomfort and pain in her hips. It became increasingly painful for her to walk, move her legs, and rise from a seated position. Patient is now scheduling revision surgery to remove the implants.